Event description:
The user facility reports the catheter was the second one placed in a pt postoperatively after removing a hemorrhage. This pt was undergoing treatment for cancer and was receiving a blood thinning medication to keep the sampling catheter open. The pt bled into their brain (most likely secondary to the blood thinning medication). A ventricular catheter was placed on the same side to drain csf and control the elevated icp. The ventircular catheter was reading 18 to 20 mmhg and the ventrix nl950-p was reading -5mmhg. The two readings did not match. This was the second catheter that had displayed a negative reading. The surgeon offered to replace the catheter and try a third catheter. The nl950-p which is being removed and replaced will be sent to MFR for eval. The clinical neuro specialist was present at the catheter replacement and the surgeon performed the placement without incident. The icp reading was 4-6 mmhg on the new catheter, which matched the waveform and seemed to be an accurate reading. There was some question about the accuracy of the ventrix catheter. It is unknown what type of ventrix catheter was used.